Event description:
It was reported that, case scheduled as revision of loose cup as pt was complaining of pain after a fall. While in surgery the dr checked taper junction of neck and stem and saw dark discoloration. Decision was made to revise all components.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR #2249697-2012-02191 & MFR # 9616680-2012-00987.